Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a patient underwent a successful implant of a 25mm amplatzer amulet left atrial appendage device on (B)(6) 2021. It was reported that on (B)(6) 2022, the patient presented to the emergency room (ER) with chest pain. The chest pain worsened on (B)(6) 2022. An echocardiogram (echo) was performed and revealed a pericardial effusion. A pericardial window procedure to drain the pericardial fluid was performed. The cause of the event remains unknown, as the patient presented over a month post implant date with chest pain. The patient recovered, was stable, and has been discharged home on (B)(6) 2022.

Manufacturer narrative:
An event of chest pain and pericardial effusion a month post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 health effect - clinical code 2513 removed.

Event description:
Subsequent to the initially filed information, it was reported that the patient had pericarditis and pericardial effusion. The patient hemoglobin was 12.8. About 350cc of fluid was drained.